Event description:
It was reported that the patient underwent a right knee revision approximately 2 months post implantation due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42540200035 - patella - 66662346. 42500606802 - femur - 65916282. 42557000114 - stem extension - 66856884. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.